Manufacturer narrative:
The device had no button response due to moisture damage found on the keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to perform the displacement, prime, basic occlusion, occlusion, and no delivery tests due to no button response. The device had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.